Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that during procedure, bleeding occurred at the peripheral side after sealing. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. No failure mode was identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure bleeding occurred at the peripheral side upon working on 2 to 3 mm of vessel. The inner part was ligated and no more bleeding occurred. There was no bleeding prior and post issue. The device was also working fine.